Manufacturer narrative:
The company representative called the customer and was informed the system was working fine. The customer reported that he remote control was in a drawer, and items on top of the remote were pressing down on the keys. The facility did not request service. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause was not identified. (B)(4).

Event description:
A customer reported that during a cataract surgery, the system progressed from one "grade" to another. The system was switched out and the surgery was completed with no impact to the pt.